Manufacturer narrative:
Product complaint # (B)(4). The customer regarded the drain and reservoir as ¿one drainage system.¿ thus, it regarded this issue as an ¿issue with the system.¿ therefore, it returned the both of the drain and reservoir. It was reported by the sales rep that the customer have no additional complaints regarding product. One used sample of drain received for evaluation, without trocar. Sample was visually checked and found knotted on one place near hosing area and scratches found on two places near by tubing area. Lot number of drain unknown. Performance of drain verified with test reservoir (100 cc) and found satisfactory. External factors like improper handling and improper usage at user end could not be ruled out. Therefore further investigation of the sample was not possible. Retain sample analysis could not be performed as the lot no. Is unknown. Related events captured via mw# 2210968-2022-07818. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2022 and a drain was used. Further details are not provided. There were no adverse consequences to the patient. Upon receipt of the product sample for analysis, the drain was knotted with scratches.